Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator (eri) early with a service life of 2 years and 10 months. The device was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in a field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. The device met 86% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.